Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, two different sutures fell off of the device when toggling while being applied on closure of petersons defect. The sutures were retrieved and a new suture was put on without other complications. A new suture was opened to complete the case. There was no injury caused to the patient and no medical intervention was required.